Manufacturer narrative:
(B)(4). Date sent: 12/16/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an unknown procedure, the stapler failed during the moment of use and it did not perform its function and made loosened staples. Unknown how case was completed. There were no adverse consequences for the patient.